Manufacturer narrative:
G4:18nov2020, b4: 20nov2020 . Touchscreen assembly was received for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen assembly was installed in the fi test ventilator and the ul_lr and ur_ll resistance were found to be out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported to philips that the reaction of the "cancel" button on the touchscreen was poor when performing a pre-use check. The device was not being used on a patient at the time of the event. The device was evaluated by a philips service technician who confirmed that the touchscreen's responding position was off where it was touched and traced it to a faulty touchscreen. The technician replaced the touch screen to resolve the issue, and the device passed all testing.